Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07024. Related manufacturer reference number: 1627487-2019-07026.

Manufacturer narrative:
Investigation results will be provided in the final report. Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-07024. Related manufacturer reference number: 1627487-2019-07026. It was reported that the patient's system was explanted on (B)(6) 2019 due to ineffective stimulation. The patient is now implanted with a competitor system.